Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the pump supplies. Upon filling the infusion set tubing, the customer did not see insulin exiting the tubing and only one drip of insulin was observed exiting the cartridge after the tubing was disconnected. The customer did not have time to troubleshoot with tandem customer technical support (cts). The customer's blood glucose level was 210 mg/dl. The customer was to use a back-up pump to manage diabetes until troubleshooting can be performed. Reportedly, the customer had been using apidra insulin in the cartridge. Cts advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.